Event description:
It was reported that during a hysterectomy, ¿remove instrument from patient¿ was displayed frequently in the 1st device. The same event occurred in the 2nd device. Gen11 was used. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.